Manufacturer narrative:
The initial report incorrectly reported the date of event in section "b3" as 5/24/1998, when in fact the event date should have been reported as 5/12/1998. This report is updating section "b3" to correctly report the date of the event.

Event description:
Complainant alleged that the medics responded to a call for a 77 year old male pt in full cardiac arrest. The medics attempted to monitor the pt using the device with a multi-function cable and electrodes, but the monitor screen would only display a dotted line. The medics used the recorder to monitor the pt's heart rhythm. The medics performed cardiac pulmonary resuscitation on the pt and continued to monitor his heart rate as he was transported to the hosp emergency room. The pt continued to present an asystole heart rhythm during the transport to the hosp. The pt subsequently expired. The complainant indicated that the pt outcome was not as a result of the reported malfunction.